Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the channel was buckled and deformed; the forceps passage had defects on the channel, the biopsy valve, and the forceps irrigation plug; the bending section had a dent; the insertion tubing had physical stress; the control body unit had fluid invasion; and the scope connector had fluid invasion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the evis exera iii bronchovideoscope presented with an error code message (scope not supported) and no image on the display. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported scope compatibility error message (e315) was the result of water leaking into the scope connector from the biopsy channel during user handling, causing failure of electronic parts. The root cause of the water leakage could not be determined. The event can be detected by following the instructions for use which state: "·inspection of the endoscopic image¿ ¿·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. The event can be reduced or prevented by following the instructions for use which state: ¿·when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. ·if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. ·if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage¿. Olympus will continue to monitor field performance for this device.